Manufacturer narrative:
(B)(4). The reported issue of application defect-error message was confirmed. The root cause was due to corruption in the logix oe database. The issue was resolved by restoring a previously backed up database for logix oe and logix cm databases.

Manufacturer narrative:
(B)(4). The software was not requested by baxter. This software is 510(k) exempt - class ii (special controls). Therefore, a 510k number will not be provided. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
Baxter received a complaint for the logix software. The customer reported that they were "unable to rollback transaction error message." There was no patient involvement or medical intervention reported. No additional information is available.